Manufacturer narrative:
H6: the customer does not want to return the device to ventec for an evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported that the device failed to ventilate while a patient was under treatment. There was no patient harm reported.